Event description:
Event description guidant received information that pre-implant of this implantable cardioverter defibrillator (ICD), interrogation showed a battery voltage of 3.01v and a change in battery status on the battery gauge. Two capacitor reformations were done and each time showed battery voltage of 3.01v. ,